Event description:
Initial and add'l info was received from a nurse on 28-oct-2010: a female pt with no history of autoimmune disorders received two vials of poly-l-lactic acid (sculptra aesthetic) (lot # & and exp date unk) for two 2 sessions diluted to 8 cc each time [6 cc of water and 2 cc of lidocaine (xylocaine 1%] in her face. Her first session was on (B)(6) 2010 and second treatment was (B)(6) 2010. Two weeks after the last session ((B)(6) 2010) she developed some severe joint pain and neuralgia in hands arms and shoulders. The physician also reported that the pt recently received the flu shot which could be the cause of the pain. The pt went to her regular doctor for labs to see if everything else was fine. Everything came back normal. The nurse reported that the pt was healthy when she came in the first time. No further relevant info reported.